Event description:
It was reported that the left ventricular lead migrated back and was not capturing. The lead was damaged during removal. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead 2005-(B)(6), 6949 implantable defibrillation lead 2005-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. Rhere was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.